Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified that the device was last serviced for preventive maintenance in september 2026. Review of the event history log identified a ¿cassette not attached properly¿ alarm. Visual inspection identified a broken battery compartment notch and moderate bubbling of the downstream occlusion (dso) seal. Functional testing was performed, and the customer¿s reported problem could not be duplicated. The most probable cause was determined to be contamination/debris in the dso sensor area causing intermittent alarms. The dso sensor, bezel, and dso seal were replaced to fix the issue.

Event description:
It was reported that the cassette attachment issue during while in use with a patient. There was patient involvement but there was no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.